Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the rewind sequence. The customer found the drive support cap loose. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. We were unable to verify prime alarm due to cracked end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window. The insulin pump was received with corroded battery tube.